Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a faulty system pcb assembly. The device could not be repaired and was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.